Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, repeated freezing issues were encountered with the cii safe during narcotic batch pulls. The customer stated that the safe or keyboard became unresponsive, occurring almost nightly. Rebooting temporarily resolved the issue, but recurrence was observed the following day. The customer indicated that the issue was ongoing despite multiple service requests and was delaying the dispensing of narcotics to patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.